Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was not working and the power supply was replaced. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and distributor, and has been investigated by the philips complaint handling team. The device was evaluated onsite, confirming the device was not working. The distributor replaced the power supply module. The green led electrical charge indicator was active afterwards. The device was not available for additional investigation as it remains in use at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was power supply module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the distributor replaced the power supply module.